Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net transmission. Upon review, the implantable cardiac monitor displayed a very low remaining battery capacity. The low battery voltage measurement was false and was caused by exposure to freezing temperatures. The patient did not suffer any adverse consequences due to this issue. Patient will continue to be monitored normally.